Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part: 04.003.029, lot: 1l64345, manufacturing site: mezzovico, release to warehouse date: 27.sep.2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: upon visual inspection of the complaint device it can be seen that the screw has signs of use. In addition, the scratches seem to result from implantation and contact to a hard, most likely metallic material, as the mark is around the shank and in the same angle as the tip thread, this thus confirming the complaint description. Dimensional inspection: during investigation the diameter and length is within accuracy. Document/specification review: drawings and revisions are in accordance to DHR of production lot 1l64345. All relevant features are defined on the used drawing revisions of DHR of production lot 1l64345. Summary: the investigations performed didn¿t identify any manufacturing defect or deficiency, thus the complaint investigation is considered as not manufacturing related, therefore the in the investigation flow listed remaining investigation steps are not required. Unfortunately we are not able to determine the exact reason for this occurrence, but we have to assume that during the operation an application error may have taken place. To prevent such problems, it is necessary to operate according to the technique guide. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: code 3191 used to capture modified surgical procedure. G4: the date received by manufacturer of mwr-(B)(4) should be 2/17/2020. This is not a late submission. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is not distributed in the united states but is similar to device marketed in the USA. (B)(4). The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent the surgery for subtrochanteric femoral fracture with expert afn. The surgeon initially chose to use reconstruction locking. During the surgery, the guide wire for hip screw was interfered with the nail. The surgeon was adjusted the instruments and drilled for hip screw. However, during hip screw insertion, the screw interfered with nail. He completed the surgery by standard locking instead of reconstruction locking. There was no interference in procedures of standard locking. The surgery was delayed by 90 minutes. The procedure was completed successfully. The patient outcome was stable. This is report 02 of 03 of (B)(4).